Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws became loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be peeled off the distal end of the cold jaw exposing the metal portion of the cold jaw. The peeled silicon insulation was not returned for evaluation. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure " material twisted/bent".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic on the jaws became loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.